Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.g986u1ues7hwj1. Hardware: sm-g986u1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels decreased after less than one hour of pod wear on the abdomen, and the patient lost consciousness and collapsed, hitting their head on the floor, after the phone used for the omnipod app broke. No specific blood glucose values were reported. The patient was transported by ambulance to the hospital, where they were admitted and diagnosed with low blood glucose levels. Treatment during hospitalization included intravenous fluids, and the patient was discharged on (B)(6) 2026. No further details were provided.